Event description:
The customer reported the device would not allow the user to run the operational check because of a low battery error message, and rfu is a solid red x with chirp. There was no report of patient involvement.

Event description:
The customer reported the device would not allow the user to run the operational check because of a low battery error message, and rfu is a solid red x with chirp. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.